Event description:
It was reported that after uneventful surgery and crystalens implantation, the pt presented with decreased reading ability. During clinical examination a thick fibrosis of the anterior capsulorrhexis was observed which was causing contraction and z-syndrome. The surgeon performed reposition of the lens but he was unsuccessful. The surgeon was considering yag as a treatment option. Additional information has been requested, but has not been received to date.

Manufacturer narrative:
The device remains implanted and the lot number for the device has been requested. The event investigation is underway.